Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence as the cuff was not working properly. A revision surgery was performed to remove and replace the component. There were no further patient complications reported.